Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to working as expected and that the increased power consumption was due to device programmed settings. This device has since been reprogrammed and this issue has been resolved. No adverse health outcomes have been reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.